Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No further issues were reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system became intermittently unresponsive within the login screen and the cranial application. The mouse was flashing red/green but did not move upon the user's input. The touch screen was also unresponsive. After the batteries were replaced and the mouse's power was cycled, it continued to not work but the led was green. The touchscreen regained functionality after 5 minutes and they were able to manipulate the software as expected. When the account team was in the cranial app, they discovered that the localizer was not connected. After a system reboot, the unit functioned as expected. No patient was present during the time of the reported incident.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.